Event description:
Relion insulin syringe; package says it is a 0.3cc, 31 gauge x 5/16" length. Actual syringe was for 50 units with a long needle. Totally mispackaged! This is only one out of a box of 100 purchased.